Event description:
After being unable to cross the entire lesion with the cypher stent, the device was retrieved. When the sds was removed from the pt, it was noticed that the struts of the stent had flared at the proximal end. The target lesion was the posterior descending (pd) branch of the left circumflex (cx). The lesion was a de novo, moderately calcified and highly tortuous. There was 90% stenosis. The procedure was an ad-hoc ptca. A 6fr. Guiding catheter was used for the procedure. Pre-dilation with a balloon (2.5/20mm/brand unk) was conducted and then a cypher (2.5/28mm) stent was delivered, but it would not cross past the proximal left cx, which had a stenosis of 50%. Therefore, pre-dilation with the same balloon was conducted at the proximal cx and the cypher was redelivered, but the cypher would not cross the entire lesion, although reaching the proximal end of the target lesion. Therefore, the physician retrieved the cypher from the pt and confirmed the stent to be flared at the proximal end. Eventually the procedure was finished successfully with the implant of a different stent (tsunami 2.5/20mm). There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.